Manufacturer narrative:
No complaint was received with the return of the device. As received, a stretched partial lead (only connector portion) was returned in one piece for analysis. Failure event observed during analysis. Visual inspection of the partial lead found a full breached outer insulation degradation adjacent to the connector boot. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.